Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the therapy had not worked right since implant. Caller stated that they had a lot of trouble at the beginning, but they finally got it to work right a little bit, but now it was not working. Caller mentioned that representative came to their house once to reprogram but did not resolve the issue. Caller also mentioned that they turned the therapy off because it's too powerful for their legs and not doing anything to their back where they need it. Also added that they would not recommend this to anybody because it's been more of a pain than it's done the patient any good. The patient was redirected to their healthcare provider and agent sent an email to the local reps for reprogramming. Additional information was received from the patient (pt). They reported that they were not able to start therapy. Pt noted they were in a car wreck and laid up for about a month. Pt noted the therapy was not for their back, but for their legs. Due to the wreck, pt still had a lot of pain in their back. Pt reported they did not know what to do, but that they really needed some relief. Pt noted they have gone to see their healthcare provider (hcp) multiple times and have tried several times to fix the problem, but the device hasn't worked at all. [See related pe 707500981 for stimulation too high].

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.